Event description:
Lag screw broke while inserting in pt. No harm to pt, all parts retrieved.

Event description:
Additional info received 9/15/00: after follow-up investigation, it was determined that the issue was not the lag screw but the instrument and no parts were actually used on the pt. Therefore, it did not require a medwatch report, just a manufacturer report.